Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported the patient hit the posterior aspect of their head where the extension connects to the lead. The patient initially provided self-care, but after six months reported the issue to the physician as the injury had not completely healed and occasional fluid drainage was present. Cultures taken tested positive for staphylococcus epidermidis. The patient underwent a procedure where the scab was excised, the extension was dissected away from the tissue, and the wound was irrigated and closed. The patient was prescribed sulfamethoxazole and rifampin and did well post-operatively.